Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 32097 error was found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on clock spring, parallelogram and rolling loop fibers. Once testing was completed, the clock spring, parallelogram and rolling loop fibers were further tested and were verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a communication fault among the fibers assembly (clock spring, parallelogram and rolling loop) within the affected usm. This issue can be resolved by disabling the affected usm and replacing it or switching to a different patient side cart (psc).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted simple trans vesical prostatectomy surgical procedure that universal surgical manipulator (usm) 3 was disabled and could not be moved. The intuitive tech support engineer (tse) verified that error 32097 occurred against usm 3 and that the customer had disabled it. The tse walked the caller through a hard power cycle and emergency power off (epo). The system powered up without errors, but the tse advised that due to the frequency of the error that the error would most likely come back. The customer continued with the procedure. There were no reports of patient injury.